Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and endometriosis ("endometriosis."). The patient was treated with surgery (total hysterectomy). Essure was removed. At the time of the report, the pelvic pain and endometriosis outcome was unknown. The reporter considered endometriosis and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: essure device was successfully occluded incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and endometriosis ("endometriosis."). The patient was treated with surgery (total hysterectomy). Essure was removed. At the time of the report, the pelvic pain and endometriosis outcome was unknown. The reporter considered endometriosis and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2009: results: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-nov-2018: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') in a 37-year-old female patient who had essure (batch no. 627743) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nerve damage, elbow operation, nausea, cramp in lower abdomen, skin tags, multiple allergies, tachycardia, cervix biopsy, chronic cervicitis, dyspepsia, fatigue, cryosurgery, sleep disturbance, thyroid disorder nos, pap smear abnormal, blood pressure high (consistent levels above 130/88), ovarian cyst (right ovarian cyst.), skin lesion excision, endometriosis, fibroepithelial polyp, adenomyosis, endometriotic cyst, paratubal cyst, ovarian fibroma and hemorrhagic cyst. Concomitant products included alprazolam, epinephrine, fexofenadine hydrochloride (allegra) since (B)(6) 2009, hydrocodone, hydrocodone bitartrate;ibuprofen (vicoprofen), lidocaine (xylocaine), montelukast sodium (singulair) (B)(6) 2009 to (B)(6) 2014, norethisterone (micronor) since (B)(6) 2007, nsaids since (B)(6) 2008, paracetamol (acetaminophen) since (B)(6) 2008 and povidone-iodine (betadine). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression and mental anguish") and anxiety ("psychological or psychiatric problems condition: depression and mental anguish"). On an unknown date, the patient experienced endometriosis ("endometriosis."). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved and the endometriosis, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, endometriosis, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for events- pelvic pain female. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: as per pfs: results: essure device was successfully occluded. Total bilateral occlusion. Both fallopian tubes were blocked successfully. As per mr: impression: bilateral functional occlusion. Essure implants with good placement of the implants noted.. Ultrasound pelvis - on (B)(6) 2011: result-myometrial area suspicious for adenomyosis. She has a simple cyst on the left. No free fluid on the right, however. A 3.9 x 4.2 x 3.3 maybe a hemorrhagic clc versus possible endometrioma.; on (B)(6) 2011: result- a stable right ovarian cyst 4 x 2.6, possible endometrioma based on the look. Lot number: 627743. Manufacture date: 2008-07, expiration date: 2010-07. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: outcome of the previously reported event- pelvic pain female, reporter was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') in a 37-year-old female patient who had essure (batch no. 627743) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nerve damage, elbow operation, nausea, cramp in lower abdomen, skin tags, multiple allergies, tachycardia, cervix biopsy, chronic cervicitis, dyspepsia, fatigue, cryosurgery, sleep disturbance, thyroid disorder nos, pap smear abnormal, blood pressure high (consistent levels above 130/88), ovarian cyst (right ovarian cyst.), skin lesion excision, endometriosis, fibroepithelial polyp, adenomyosis, endometriotic cyst, paratubal cyst, ovarian fibroma and hemorrhagic cyst. Concomitant products included alprazolam, epinephrine, fexofenadine hydrochloride (allegra) since (B)(6) 2009, hydrocodone, hydrocodone bitartrate; ibuprofen (vicoprofen), lidocaine (xylocaine), montelukast sodium (singulair) (B)(6) 2009 to (B)(6) 2014, norethisterone (micronor) since (B)(6) 2007, nsaids since (B)(6) 2008, paracetamol (acetaminophen) since (B)(6) 2008 and povidone-iodine. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression and mental anguish") and anxiety ("psychological or psychiatric problems condition: depression and mental anguish"). On an unknown date, the patient experienced endometriosis ("endometriosis."). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain was resolving, the endometriosis, depression and anxiety outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered anxiety, depression, endometriosis, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: as per pfs: results: essure device was successfully occluded. Total bilateral occlusion. Both fallopian tubes were blocked successfully. As per mr: impression: bilateral functional occlusion. Essure implants with good placement of the implants noted. Ultrasound pelvis - on (B)(6) 2011: result-myometrial area suspicious for adenomyosis. She has a simple cyst on the left. No free fluid on the right, however. A 3.9 x 4.2 x 3.3 maybe a hemorrhagic clc versus possible endometrioma.; on (B)(6) 2011: result- a stable right ovarian cyst 4 x 2.6, possible endometrioma based on the look.. Lot number: 627743, manufacture date: 2008-07, expiration date: 2010-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-may-2019: quality-safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") in a 37-year-old female patient who had essure (batch no. 627743) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nerve damage, elbow operation, nausea, lower abdominal pain, skin tags, multiple allergies, tachycardia, cervix biopsy, chronic cervicitis, dyspepsia, fatigue, cryosurgery, sleep disturbance, thyroid disorder nos, pap smear, blood pressure high (consistent levels above 130/88), ovarian cyst (right ovarian cyst.), skin lesion excision, endometriosis, fibroepithelial polyp, adenomyosis, endometriotic cyst, paratubal cyst, ovarian fibroma and hemorrhagic cyst. Concomitant products included alprazolam, epinephrine, fexofenadine hydrochloride (allegra) since (B)(6) 2009, hydrocodone, hydrocodone bitartrate;ibuprofen (vicoprofen), lidocaine (xylocaine), montelukast sodium (singulair) (B)(6) 2009 to (B)(6) 2014, norethisterone (micronor) since (B)(6) 2007, nsaids since (B)(6) 2008, paracetamol (acetaminophen) since (B)(6) 2008 and povidone-iodine. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression and mental anguish") and anxiety ("psychological or psychiatric problems condition: depression and mental anguish"). On an unknown date, the patient experienced endometriosis ("endometriosis."). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain was resolving, the endometriosis, depression and anxiety outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered anxiety, depression, endometriosis, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: as per pfs: results: essure device was successfully occluded. Total bilateral occlusion. Both fallopian tubes were blocked successfully. As per mr: impression: bilateral functional occlusion. Essure implants with good placement of the implants noted.. Ultrasound pelvis - on (B)(6) 2011: result-myometrial area suspicious for adenomyosis. She has a simple cyst on the left. No free fluid on the right, however. A 3.9 x 4.2 x 3.3 maybe a hemorrhagic clc versus possible endometrioma.; on (B)(6) 2011: result- a stable right ovarian cyst 4 x 2.6, possible endometrioma based on the look.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-may-2019: pfs received- reporters were added. Lot no. Was added. Patient's demographic was added. New events - vaginal bleeding, menorrhagia, depression, mental anguish were added. Outcome was added. Concomitant drugs & conditions were added. Lab tests were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.